Manufacturer narrative:
No frozen screen or stuck at number 6 noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was 151 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.